Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis tool and screen shot of service screen were utilized. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Lot of temperature related alarms visible from (B)(6) 2022 10:17:05. Blower failure starts to show up from (B)(6) 2022 07:05:14. Customer will order replacement blower.

Manufacturer narrative:
Vyaire medical , file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, as per discussion with the customer, they will replace the blower with the micronel and advised them to observe the inspiration valve test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
The customer reported to vyaire medical, problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 401 (inspiration valve or device leaky alarm) during setup prior use. Furthermore, there was no patient associated with the reported event.